Event description:
A review of service data detected a reportable event. During servicing of monitor which was returned for routine maintenance, it was discovered that the monitor had a defective r46 and would not fire a pulse. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor was found to have damaged resistor r46 and r48 on the defibrillator pca within the monitor. R46, which is the discharge resistor for the high voltage capacitors, and the surrounding surface of the defibrillator pac were charred from overheating. R48 was also charred from overheating. Q9 and q11 are two plds that are on the defibrillator board. They were not communicating correctly. The root cause of the charred r46 cannot be positively identified but was likely a random component failure. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any problems.